Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow. The device's inlet air path, air path foam, and flow path were replaced to address the issue. Additionally, replaced stirring fan, exhaust fan, tubing, front case, rear case, base enclosure assembly, top plate, passive porting block, keypad due to tobacco contamination which were not related to device malfunction. The device passed all testing.